Event description:
Pt requires lifting with a mechanical lift sling is not frayed or managed but split on the hoop causing pt to fall causing a laceration to the head and a hospitalization. A (B)(6) y/o black female with ms. Must be lifted by mechanical lift for transferring from bed to chair. On (B)(6) 2018, pt was being transferred with a lift that is 3 months old. Sling is not frayed or in poor condition. Straps broke in the middle not from the stitching.